Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to improper handling, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
This is event 3 of 3 of the same event. It was reported from (B)(6) that during service and evaluation, it was observed that the power module device had liquid, malfunctioned and was damaged. It was determined that the device was damaged because of carrying out sterilization or due to handling. It was further determined that the device had traces of sterilization and stains on the body. It was further determined that the device failed the following pre-tests: information button and self-test, charging and checking of power module in charger, function- test and check indicator- liquid damage. It was reported in the service order that the device was out of work. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.